Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2017 with the following findings: review of the black box data shows records start on (B)(6) 2014. The black box data for event on (B)(6) 2016 has been overwritten due to continued pump use. Review of the available black box data showed record of loss of prime associated with pump not being primed after rewind on (B)(6) 2013 20:59. No valid loss of prime events were observed. An ez-prime sequence was successfully completed with no issues. The pump was exercised for 24 hours with no loss of prime duplicated. The total daily doses add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No delivery interruptions or errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a prime (environmental/activity) issue. The reporter stated that the patient had a blood glucose (bg) of 406mg/dl with drowsiness and flushed skin/sunken eyes. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the loss of prime occurred only once. The reporter also stated that the patient is a new pumper and their healthcare professional needs to review and adjust the basal rates. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error.